Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was doing well postoperatively. Electro cautery is a known source of high voltage transient signal and current company labeling warns against the use of electro cautery. (Physician¿s implant manual (B)(4)) the explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient's ipg would not charge and would not respond with the remote control after a non device related surgery. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient's ipg would not charge and would not respond with the remote control after a non device related surgery. The patient will undergo an ipg replacement procedure.